Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. MFR report # 3002808148 - 2023 - 01535. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to b5 & d10 as a result of follow up with the user facility, the customer reported that the unspecified procedure was delayed about thirty (30) minutes as the procedure room was changed. The reported issue (scope error b30) occurred before patient was in the room or sedated. Several colonoscopes and gastroscopes were connected to the evis exera iii xenon light source to determine if light source was the defective equipment. There were no reports of patient harm or impact associated with the event. Additional information based on the legal manufacturer's investigation: please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to a poor scope socket, a communication error with the scope has occurred and b30 has been displayed. It is presumed that this is due to inadequacy in handling, since it has been confirmed that excessive application of heat compound and washer of heat sink have not been attached. This issue is addressed in the instructions for use (IFU): operation manual /evis exera iii high brightness light source device /olympus clv-190 chapter 6 replacement of lighting lamp. 6.1 outline of replacement of lighting lamp and precautions. Replace the lamp with the one specified below. Xenon lamp maj-1817 (olympus) if you need a new lighting lamp, contact olympus. 6.2 removing the lamp. 6.3 installing the lighting lamp. Olympus will continue to monitor field performance for this device.

Event description:
As a result of follow up with the user facility, the customer reported that the unspecified procedure was delayed about thirty (30) minutes as the procedure room was changed. The reported issue (scope error b30) occurred before patient was in the room or sedated. Several colonoscopes and gastroscopes were connected to the evis exera iii xenon light source to determine if light source was the defective equipment. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. The device (clv-190) displayed the b30 error when the scope was connected to the unit. The unit had a faulty scope socket. The color bars were the only image shown when both 180 and 190 series scopes were connected for testing. During evaluation, the device was tested with a test scope socket and support coil. The device passed functional inspection. Additionally, the evaluation revealed the front panel was damaged and a non-olympus lamp had exceeded the life expectancy. The investigation is ongoing. Follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii xenon light source was presenting a b30 scope communication error during preparation for use. There were no reports of patient harm or impact associated with the event.